Manufacturer narrative:
This complaint was generated from literature review for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: fernández-baíllo, n., márquez, j. M. S., pérez-grueso, f. J. S., & fernández, a. G. (2012). Proximal junctional vertebral fracture-subluxation after adult spine deformity surgery. Does vertebral augmentation avoid this complication? A case report. Scoliosis, 7(1), 16. Chicago. N= 1 adverse event compression fracture of the upper instrumented vertebral body.